Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider, it was told that the hospital could not release any information without the patient's authorization. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of approximately 9.5 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
The customer reported the provue missed an antibody that should have been detected. If a significant antibody is not detected during antibody screening " or is not identified upon further testing " the patient may be transfused with antigen-positive blood and suffer a hemolytic transfusion reaction. The likelihood of a serious injury, while not frequent, is not remote.